Manufacturer narrative:
Manufacturer received an initial event information from distributor on (B)(6), device was returned on (B)(6), however the contradiction between the returned device and the reported information was found, and the guidewire detail could not be identified. Upon further investigation to and at the distributor, returned guidewire coils be identified as the subject guidewire of this report on (B)(6), which date is quoted as the date of this report. Investigation of the device revealed that the guidewire was broken at approx. 5mm from tip end. Close observation of the breakage site revealed the trace of breakage including excessive rotational force. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped product are inspected during the production process for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. With the obtained information and the outcomes of the investigation of the returned device, it is supposed that the guidewire movement was restricted and trapped in the tortuous and narrow artery at the foot planta area, where guidewire manipulation was continued, resulting the breakage of the guidewire when the accumulated force exceeded the product design limit. Warning section of the IFU describes; observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel.

Event description:
Reportedly, to treat a cto lesion in posterior tibial artery, several guidewires were attempted via antegrade approach, and crossing to distal of lesion at posterior tibial artery was performed. Then, retrograde approach was attempted by using the subject guidewire bi-laterally via anterior tibial artery from ipsilateral leg, however during the advancement, the tip of the subject guidewire was found broken apart at planta vessel. Procedure was completed by conducting poba to the target lesion, while the broken fragment was left remained in the anatomy at the physician's discretion. Patient was discharge from the hospital next day.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4), registration number: 3009121749.